Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6). The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported during a recent lead revision (ref MFR. Report#3006705815-2017-01454) the clinician programmer was unable to communicate with the scs ipg. Reportedly, troubleshooting did not provide resolution. Subsequently, an error message displayed confirming the device as inoperable. In turn, the original ipg was explanted and replaced with a new model during the same procedure which resolved the issue.

Manufacturer narrative:
The CAPA investigation was initiated on 2016-02-23 to address the issue of the proclaim ipg (orion ipg family) entering the service application state. The investigation was completed and being monitored by the manufacturer.